Event description:
The customer reported that she was manually delivering a bolus of three units and then ate. The caller stated the site ripped off while washing dishes. The customer stated that the site got pulled out and she wondered if the bolus was delivered. The customer blood glucose has been low of 94mg/dl. The customer did not feel good and was wondering if the sensor training would help her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.